Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient "can't see well". There was a refractive surprise and the lens was exchanged. Additional info was requested.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for evaluation. There have bee no other similar complaints reported in the lot number. Additional info was requested. (B)(4).